Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., h.6.

Event description:
Journal article "¿outcomes of implant removal and capsulectomy for breast implant illness in 248 patients¿ reported a retrospective review of the demographics, presenting symptoms, outcomes, capsular histology, and culture results of all women who presented to the senior author with symptoms attributed to bii and underwent breast implant removal with capsulectomy. The following events are considered device related: gel bleed, infection, capsular contracture baker grades: unknown, iii,IV, rupture, and anxiety. The following events are considered not device related: sjogren¿s syndrome, raynaud¿s syndrome, scleroderma, depression, pain, headache, rashes, arthritis, fatigue, fibromyalgia, lupus, hair loss, weight gain, generalized gastrointestinal issues, multiple sclerosis, ulcerative colitis, mild anemia, moderate anemia, leukopenia, elevated alkaline phosphatase, suicidal ideation, chronic inflammatory response syndrome (cirs), and graves disease. Devices have been explanted. The record is for an unknown side. This report is to capture smooth silicone devices.

Manufacturer narrative:
Article citation: outcomes of implant removal and capsulectomy for breast implant illness in 248 patients; katsnelson md, jacob y., spaniol md, joseph r., buinewicz ba, joshua c., ramsey phd, frederick v., buinewicz md facs, brian r.; plast reconstr surg glob open 2021;9:e3813; doi: 10.1097/gox.0000000000003813; published online 7 september 2021. (B)(4). The events of infection and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: gel bleed, infection, capsular contracture baker grades: unknown, I,ii,iii,IV, rupture, sjogren¿s syndrome, raynaud¿s syndrome, scleroderma, anxiety, depression, pain, headache, rashes, arthritis, fatigue, fibromyalgia, lupus, hair loss, weight gain, generalized gastrointestinal issues, multiple sclerosis, ulcerative colitis, mild anemia, moderate anemia, leukopenia, elevated alkaline phosphatase, suicidal ideation, chronic inflammatory response syndrome (cirs), graves disease.

Event description:
Journal article "¿outcomes of implant removal and capsulectomy for breast implant illness in 248 patients¿ reported a retrospective review of the demographics, presenting symptoms, outcomes, capsular histology, and culture results of all women who presented to the senior author with symptoms attributed to bii and underwent breast implant removal with capsulectomy. The following events are considered device related: gel bleed, infection, capsular contracture baker grades: unknown, iii,IV, rupture, and anxiety. The following events are considered not device related: sjogren¿s syndrome, raynaud¿s syndrome, scleroderma, depression, pain, headache, rashes, arthritis, fatigue, fibromyalgia, lupus, hair loss, weight gain, generalized gastrointestinal issues, multiple sclerosis, ulcerative colitis, mild anemia, moderate anemia, leukopenia, elevated alkaline phosphatase, suicidal ideation, chronic inflammatory response syndrome (cirs), and graves disease. Devices have been explanted. The record is for an unknown side. This report is to capture smooth silicone devices.